Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose level was 225 mg/dl. Additionally, the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the pump supplies were changed to address the issue.